Event description:
Medtronic received information that this bioprosthetic valve, implanted 15 months, was explanted due to a high gradient. It was reported that at explant pannus overgrowth was identified on the inflow of the valve.

Manufacturer narrative:
Evaluation method code: other - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient related condition. H3 analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position and stiff due to host tissue on the outflow. All leaflets were intact on the inflow. A remnant of pannus remained attached to the inflow of the right cusp, adjacent to the margin of attachment. Brown thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Radiography shows no evidence of mineralization in the host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.